Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported a midline that was already in situ twisted on initiation so that it was completely closed and suddenly unusable during initiation. Additional information received 04/20/2022: after an ultrasound-guided, problem-free insertion of a midline catheter into the vena basilica, the catheter had to be rotated slightly for fixation with the plaster provided for this purpose. The total of perhaps 1-2 360° rotations was sufficient to make a "kink" in the catheter, which subsequently made its use completely impossible. The problem became apparent when we had to remove the catheter a few minutes after insertion."